Event description:
Meniscus arrow was implanted in a left acl repair. It was later discovered that the implant had expired in october 2005.

Manufacturer narrative:
Labelling clearly indicates the expiration date of the device.